Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-apr-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 1 was failed frequently and cubies were failed to detect on bus. The field service engineer (fse) had found that the full-height drawer 1, row d, had not been detected on the bus. Upon inspection, the fse had discovered a broken row board tray connection and a damaged row board cable, both requiring replacements. To resolve the issue, the fse had replaced the row board cable and tray d. The fse had then tested all drawers and slides to ensure proper functionality. Additionally, the fse had opened the top cover to check connections in the electronics drawer and had removed dust from under the top cover, ensuring optimal performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 failed frequently and cubies failed to detect on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported based on this event.